Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that the air/water nozzle of the equipment was clogged with black rubber-like foreign matter. There was no physical damage where foreign matter remained. The event can be detected/prevented by following the instructions for use. The detection method is described in the instruction manual gif-1100 operation manual chapter 3 preparation and inspection and prevention measures are described in the instruction manual gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
A full technical evaluation was completed in accordance with the specifications and the result shows that the device had air/water flow issues. Additionally, it was noted that adhesive of the bending section cover was damaged. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the air channel of the gastrointestinal videoscope was clogged according to two ¿scrubbers¿. The swabbing was done without problem on several occasions. The device was cleaned and disinfected manually. The device was returned and an evaluation at the repair center revealed clogging of the nozzle with black rubber material which seems to be seal residues. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being submitted for additional information provided by the customer. Please see updates to: b3, b5. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
It was further reported, the issue ¿air channel clogged¿ occurred after the procedure. The diagnostic procedure performed was fiberscopy.